Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, instead of simply advancing into jaws, clips were shooting out of instrument (projectile). Happened on initial and subsequenet clips when clipping penrose drain, which was being used and secured to drape to hold liver retractor in place. No pt consequences. Case completed with another device of the same product code.